Manufacturer narrative:
The customer contacted siemens to report a falsely depressed carbon dioxide (co2) patient sample test result was obtained from an atellica ch 930 instrument. Siemens reviewed the available information and found that the sample was lipemic. The operator had set a filter in the atellica ch 930 software so that the lipemic flag was not visible in the result monitor. The "below measurement range" flag was also not visible. The sample was properly flagged by the instrument and sent to the centralink middleware with the correct flags. The operator does not review test results in centralink and missed the result flags. The cause of the falsely depressed carbon dioxide test result was a use error of filtering the result monitor so that test result flags were not visible. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed carbon dioxide (co2) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was reported to a physician(s). Based on the test result the patient was referred to an emergency room. A new sample was drawn and tested on a dimension vista instrument and a higher test result was obtained. It is unknown if this result was reported to a physician(s). The original sample was located, found to be lipemic, treated with lipoclear and retested. A higher result than the initial test result was obtained and reported as the correct result to a physician(s). There are no reports of patient intervention or adverse health consequences due to this event.